Manufacturer narrative:
Product ID: 8780 ,lot# 0216188792, serial# n/a, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump and catheter were originally implanted on (B)(6) 2019. The pump and catheter were explored and the catheter was revised on (B)(6) 2019. The patient symptoms have resolved following replacement. The patient appears to be extremely sensitive to any change in his medication regime. The neuro-rehabilitation team are therefore taking things at a much slower rate. It was reported that no further actions are going to be taken. No further complications were reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# unknown product type catheter. Patient code: c76143 no longer applies. Eval code method: code 4117 no longer applies to this event. Eval code-conclusion: code 22 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. The pump was implanted for delivery of intrathecal baclofen. On (B)(6) 2019 he had undergone a pump refill procedure, immediately post the procedure the health care professionals involved noticed a swelling around the pump. Due to this they repeated the refill procedure to check that baclofen had not been misplaced ¿ they were able to aspirate 20mls of baclofen. An abdominal x-ray did not obviously highlight a disconnection issue but he was transferred to picu for close observation after deteriorating with symptoms of withdrawal. He was recommenced on oral baclofen and a fluoroscopy was booked for 2 days later ¿ this was inconclusive so he was taken to theatre for exploration of pump on (B)(6) 2019. Abdominal, chest and thoracic spine x-rays were performed immediately the swelling was observed and it had been established that the baclofen had been instilled correctly into the pump reservoir. An abdominal fluoroscopy using contrast via the epidural (csf) port was completed two days later. The colleagues involved with the refill at the time the issue occurred describe palpating the pump area to establish or ientation for the refill template. They do not describe feeling any issue surrounding the device prior to this. On taking the patient to theatre for exploration of the device the connection between the device and the pump catheter was loose. When the surgeon lifted the pump out of the pocket to examine it the catheter fell away from the device independently. The pump catheter was replaced but connected to the original spinal catheter and pump. The pump was not replaced. The concentration of baclofen was 2000 micrograms/ml with a daily dose of 450 mcg/day and following the replacement the daily dose was lowered to 250 mcg/day. Following replacement the rate and infusion parameters stayed the same. It was unknown if the baclofen lot number had changed as pharmacy make up the syringes for pump refills. The concentration and brand remained the same. A medtronic representative was present for this procedure and the problematic connection has been sent away for examination. It was reported that the event was resolved. No further complications were reported and/or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8780, lot# 0216188792, serial# n/a, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Pump logs provided indicated that the pump was delivering medication via simple continuous dosing. H6: a2 date of birth: (B)(6) 2014. No longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, serial#: unknown, implanted: unknown, explanted: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the hcp had contacted the manufacturer representative to ask if the patient's pump was one of the affected pump s. It was reported that the patient recently had a replacement due to disconnection at the pump hub. No further complications were reported and/or anticipated.